Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right knee replacement surgery on (B)(6) 2013 and was implanted with a optetrak device. Specifically, plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff underwent a right knee revision surgery on (B)(6) 2017, approximately 4 years post initial procedure and was implanted with another recalled exactech optetrak device. Plaintiff has not undergone any additional knee surgeries as of today. Plaintiff continues to experience pain and discomfort on a daily basis in both of his knees which limits his daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision is reported per the revision operative report as arthrofibrosis of the right total knee replacement, this is due to patient conditions. As stated by the surgeon. The patient is morbidly obese with no evidence of infection, inflammatory infiltrate to knee, and no synovial fluid of the right knee. These devices are used for treatment not diagnosis.

Event description:
Additional information received by the legal department on 19 feb 2023, [operative report and revision operative report/relevant information]: pre-operative report: diagnosis: osteoarthritis of the right knee. The patient was taken to the recovery room in stable condition. Patient tolerated the procedure well. Revision operative report: arthrofibrosis right total knee replacement. No evidence of infection, inflammatory infiltrate to knee, and no synovial fluid. His serologies were not suggestive of infection, no infectious history. At surgery found classic arthrofibrosis with complete obliteration of the suprapatellar pouch and the medical and lateral gutters. Scar tissue surrounded the patella and thickened the extensor mechanism significantly. The patient was awakened and taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.